Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). It was reported that air was drawn in when aspiration was performed. Every time the catheter was moved, more air would come into the sheath. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis as it was disposed by customer.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.